Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that an nrg transseptal needle was selected for use for an unknown procedure. It was mentioned that the needle was broken/snapped before using or touching it. Procedure outcome was not provided. No patient complications were reported. Product is not expected to return for analysis. (B)(4)

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the needle was visually inspected. This inspect confirmed that the tip of the needle was broken. Based on all available information the cause of the damage could not be established as the needle passed visual inspection prior to packaging but the event description says the needle was broken prior to being touched by hospital staff.

Event description:
It has been reported that an nrg transseptal needle was selected for use for an unknown procedure. It was mentioned that the needle was broken/snapped before using or touching it. Procedure outcome is currently unknown. No patient complications reported. The needle has been received by boston scientific for analysis.